Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 14x4mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified left main artery. After pre-dilatation was performed, a 4.00x16mm promus element ¿ drug-eluting stent was deployed to treat the lesion. However, after post-dilatation was performed in the proximal to mid portion of the stent, a strut fracture in the proximal part of the stent was noted. Subsequently, another stent was deployed to cover up the fractured part and the procedure was completed. No patient complications were reported and the patient's status was stable.